Event description:
After the eea¿ circular stapler was fired, it was noticed that the proximal ring was intact but the distal right was incomplete. The rings were sent off as a specimen. A leak test was performed with a flexible sigmoidoscopy. It showed the anastomosis to appear patent and well approximated with no bubbles being present after instilling normal saline. However, due to the distal ring being incomplete a diverting loop ileosotomy was performed.

Event description:
After the eea¿ circular stapler was fired, it was noticed that the proximal ring was intact but the distal right was incomplete. The rings were sent off as a specimen. A leak test was performed with a flexible sigmoidoscopy. It showed the anastomosis to appear patent and well approximated with no bubbles being present after instilling normal saline. However, due to the distal ring being incomplete a diverting loop ileosotomy was performed.

Event description:
After the eea¿ circular stapler was fired, it was noticed that the proximal ring was intact but the distal right was incomplete. The rings were sent off as a specimen. A leak test was performed with a flexible sigmoidoscopy. It showed the anastomosis to appear patent and well approximated with no bubbles being present after instilling normal saline. However, due to the distal ring being incomplete a diverting loop ileosotomy was performed.